Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to confirm the alleged sealing issue. The jaw tracks were clean. The instrument was placed on an in-house da vinci system and passed self-check. The cut test was performed and also passed. The electrode gap test was also performed and passed at 0.003. This complaint is being reported due to the following conclusion: during a da vinci surgical procedure, while using the endowrist vessel sealer instrument, allegedly, the instrument did not seal the patient's tissue effectively. If the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci sigmoid colectomy procedure, it was observed that the endowrist one vessel sealer instrument did not seal the patient's tissue effectively. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported. On (B)(6) 2015, intuitive surgical inc., (isi) made several attempts to obtain additional information regarding the reported complaint and has not been successful in receiving additional details.